Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed synthes brandywine manufactured the helical blade coupling screw, p/n 357.377, and lot number 4728595. (B)(4). The parts were found acceptable and the mrr was closed july 6, 2004. There were no additional mrrs, ncrs, or complaint related issues associated with this complaint.

Event description:
During a trochanteric fixation nail (tfn) procedure on (B)(6) 2013, the head of the helical blade coupling screw broke off as the surgeon was impacting the helical blade into position in the femoral head. When he tried to disassemble the coupling screw from the helical blade, the helical blade inserter broke after repeated malleting. The helical blade inserter assembly could only be removed by counter rotation and wiggling, which resulted in the threaded tip of the coupling screw breaking off inside the helical blade. It is not known if the threaded tip remains implanted or was retrieved. There was a 15 minute delay in the procedure to remove all the instruments. The nail and helical blade remain implanted. This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis synthes (B)(4) manufactured the helical blade coupling screw, p/n 357.377, and lot number 4728595 on synthes work order (B)(4). The material of the shaft and knob were confirmed to be correct. The part conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection.